Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain and amenorrhea. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("psych injury/anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("cramping),dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), pain in extremity ("chronic leg pain/ arm pain"), arthralgia ("knee pain/ wrist pain"), hypoaesthesia ("numbness in right hand") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors,") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal of essure device and oophorectomy (one side removal of ovary and cyst)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, ovarian cyst, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, anxiety, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, neoplasm, weight increased, pain in extremity, arthralgia, depression, migraine, hypoaesthesia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypoaesthesia, migraine, nausea, neoplasm, ovarian cyst, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury, fatigue, gi conditions ,hair loss ,hormonal changes, nausea ,tumors, weight gain, chronic leg pain/ arm pain, knee pain/ wrist pain. Discrepancy noted : insertion date (B)(6) 2013. Discrepancy noted in date of insertion:(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain and amenorrhea. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("psych injury/ anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("cramping),dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nausea ("nausea"), pain in extremity ("chronic leg pain/ arm pain"), arthralgia ("knee pain/ wrist pain"), hypoaesthesia ("numbness in right hand") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors,") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic removal of essure device and oophorectomy (one side removal of ovary and cyst)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, ovarian cyst, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, anxiety, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, neoplasm, weight increased, pain in extremity, arthralgia, depression, migraine, hypoaesthesia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypoaesthesia, migraine, nausea, neoplasm, ovarian cyst, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury, fatigue, gi conditions, hair loss, hormonal changes, nausea, tumors, weight gain, chronic leg pain/ arm pain, knee pain/ wrist pain. Discrepancy noted : insertion date (B)(6) 2013. Discrepancy noted in date of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: medical record received : case become serious incident. Reporter information, essure removal date and removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.